Event description:
Per the clinic, it was reported that the patient underwent revision surgery (date not repoted) in order to convert the patient to a transcutaneous osia implant system. During the procedure, an implant was placed on the internal fixture.